Event description:
In late 2008, the reporter (pt's mother) contacted lifescan (lfs) alleging that the pt's onetouch ultrasmart meter was not powering on with any of the buttons. The pt allegedly became sweaty and irritable 2 hrs after the power issue first occurred. It is unk if the pt attempted to test his blood glucose levels while experiencing the symptoms. It is also unk what events occurred within the 2 hrs, such as his activity levels, food intake, current health conditions and any other medications that were taken during this time period. It was noted that at 6:45 pm the same day, the pt took his usual dose of insulin, however, it is unclear if this action was taken before or after the onset of the symptoms. No other forms of treatment or blood glucose results were reported. The customer care advocate (cca) walked the pt through troubleshooting and noted that the power issue was unresolved. Replacement products were sent to the pt. The medical affairs specialist attempted to contact the reporter for add'l info but she was not available. Therefore, this complaint is being classified based on the cca's documentation. This complaint is being reported because the pt allegedly developed symptoms suggestive of a serious injury 2 hrs after the meter failed to power on. In addition, the power issue was unresolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested the return of the subject product(s) for eval. If the products(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.